Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed power on reset events that were associated with a battery change on (B)(6) 2014. There was no record of sudden drop in voltage or any activity outside of normal use observed. The insulin pump was returned to manufacturer for investigation with two fully discharged duracell brand batteries and one fully charged energizer brand battery, which was used during the investigation. On examination, there was moisture corrosion present inside the battery canister. A leak test was performed with no moisture leak observed. The battery cap and battery compartment were both intact without damage. The battery cap was able to be secured to the pump properly and maintain electrical connection for testing. On testing, the pump powered on and emitted a ¿low battery¿ warning. The pump was exercised for 24 hours without the occurrence of overheating. The current draws were measured to be within normal specifications. Investigation was not able to duplicate the temperature complaint during testing. The pump was opened for investigation and did not reveal any evidence of moisture ingress, damage or defect of the pump¿s interior compartment, the interior components or the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue; exposed to salt water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).